Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) has been completed. The failure mode could not be confirmed in logs nor testing. Logs showed battery performance as expected with no related alarms or errors and testing mirrored that. Root cause: there was no issue found during the case. The device functioned/operated to specification. D3 manufacturer us zip code was missing on manufacturer device report 1220648-2024-24652.

Event description:
The complainant reported an automated impella controller (aic) had a battery communication failure. Field service stated this error could not be found in the logs. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.